Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that the device was not working inside them. Patient stated that they had been sick the last month and haven't been noticing that the ins hasn't been doing its job. Patient stated that when they tried increasing it yesterday, it won't go past 0.3 and will say it's maxed out. Patient also stated that the error message comes up on every single programs, and it all wouldn't go past 0.3. Patient suspect the issue might have caused by them going through the airport screening doors without turning the therapy off. Agent had the patient troubleshoot the issue by decreasing the stimulation level and increasing back again, and changing to multiple programs to no avail. Agent redirected the patient to the hcp to further address the issue.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.